Manufacturer narrative:
Device return evaluation was completed . Device evaluation and inspection found the customer reported issue was able to be reproduced. The issue was found to be due to faulty main board (pressure sensor circuit ). The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Legal manufacturers investigation: the root cause could not be identified. Based on the following facts obtained from this complaint investigation, the phenomenon occurred seemingly due to faulty main board. However, the cause of the faulty main board could not be identified due to it was difficult to identify the faulty part in the main board. Information obtained by the investigation. Confirmation of the phenomenon was conducted by replacing the main board. The phenomenon was duplicated, which was caused by the main board. There is no irregularity in the manufacturing history. The device has no repair history. Olympus will continue to monitor complaints for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Event description:
Customer sent a repair request reported with an issue of internal abnormality alarm occurred. Alarm occurred and operation stopped. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found faulty main board (pressure sensor circuit failure). This report is being submitted for faulty main board (pressure sensor circuit failure) found on device evaluation.